Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 2.0 mm x 220 mm x 150 cm mr coyote¿ balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was replaced with a 2 x 15 mm non bsc balloon catheter and the flow was recovered and the procedure was completed. No patient injuries or complications were reported.